Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. There was no pt injury or death reported.